Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition cannot be confirmed. However, a combination of patient factors (moderate native valve calcification, preserved ef of 50%) and procedural factors (too much forward pressure applied to the delivery system during valve deployment) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure there was significant movement of the 26mm sapien valve during deployment, resulting in the valve being implanted in an 80:20 aortic position. Hemodynamically the valve looked good; however, the medical team decided to implant a second 26mm sapien valve to stabilize the first valve. The second sapien valve was implanted in a more ventricular position. The second sapien valve was noted to be functioning well on echo and aortogram with a gradient of zero. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 23mm by tee. The native aortic valve and root were moderately calcified. There was no mitral annular calcification (mac) or ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. A slow inflation of the delivery balloon was performed, during which too much forward pressure may have been applied to the delivery system, resulting in the aortic movement.